Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy, stapler was closed and fired however at the back wall of the anastomosis it appears the distal portion did not close. The stapler completely fired but had incomplete staple line. Each end of the staple lines were over sewn with sutures. The patient currently in intensive care unit on sepsis precautions that lead to extended hospital stay for 6 days and was discharged to hospice (palliative) care.